Event description:
Ed providers report that the scissors in this kit do not cut 60% of the time, pick-ups fail ~ 30% of the time, and needle driver fails ~70% of time and often cut suture materials. User facility moved to non-disposable trays with on-going failures of current kits. Manufacturer response for suture kit, cardinal health (per site reporter): waiting for their response.